Manufacturer narrative:
Reporter email: (B)(6).

Event description:
It was reported the battery a calibration is displayed. No patient involvement reported at this time. Results of functional testing indicate that the battery needed calibration. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery needing calibration. The reported problem was confirmed. Upon conclusion of the evaluation, it was determined that the battery needed calibration. The battery was calibrated to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.